Event description:
Reportedly while the surgeon was using a small battery drive ii (sbdii) trial on an ulnar osteotomy on (B)(6) 2013, the oscillating saw locking knob would not open and unscrew far enough to accept the saw blade easily. The surgeon was able to force the blade into the attachment. He then screwed down the locking knob and started to saw. The blade was not cutting smoothly and appeared not to be fully seated. The surgeon was asked to stop and a competitor drill was opened and used to complete the procedure. The case was delayed for five minutes while they found and set up the new drill. It was reported the patient was not injured due to this event. Consequently the sagittal saw attachment and saw blade are stuck together and cannot be taken apart. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was not possible. The lot number could not be found. The last known lot number was 1503 from (B)(4) 2001. It is possible the suspect device is older than ten years. The documents for instruments have to be stored for 10 years. Placeholder.